Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 460 units of insulin. The customer loaded a new cartridge and reported receiving an occlusion alarm. Then, the customer changed out the infusion set tubing and did not observe insulin coming out from the end of the tubing. The customer successfully loaded a new cartridge onto the pump and observed insulin coming out of the end of the tubing. The customer successfully resumed insulin delivery. The customer reported a blood glucose (bg) level of 245-250 mg/dl, which was addressed with a correction bolus and manual injection.